Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The foreign material stuck to the distal end of the subject device. The resistance between the forceps cups and the plug of the handle was high. There was no abnormality of the resistance between the forceps cup and the plug of the handle. After removing the foreign material, there was no abnormality of the resistance between the forceps cup and the plug of the handle. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it is known that the device did not function since the target area was immersed in blood or mucus. The instruction manual of the device has already warned as follows; aspirate fluids such as mucus that adhere to the tube and body cavity tissue. Patient injury such as perforation, bleeding, mucous membrane damage and thermal injury of tissue could result if output is activated with these fluids adhering.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic submucosal dissection, the subject device was used. The device did not activate output and it could not stop the bleeding. No patient injury was reported.